Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), touchscreen calibration failed. There was no patient involvement at the time of the reported issue. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed failed touchscreen calibration. Touchscreen diagnostics confirmed a faulty touchscreen. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.